Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing diaphragmatic movement with valsalva maneuvers. The oversensing is causing pacemaker inhibition with the pacing being turned off at the end of the charge cycle.